Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the circumflex artery using a pod packing coil (podj). During the procedure, the physician successfully placed a pod3 in the target vessel using a lantern delivery microcatheter (lantern). The physician then flushed the lantern several times and attempted to advance a podj into the lantern. However, the physician experienced resistance while advancing the podj within its introducer sheath and, therefore, the podj was removed. The procedure was then completed using an additional coil and the same lantern. There was no report of an adverse effect to the patient.